Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected restart. Blood glucose at the time of incident was unknown. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Customer reported that alarm did not occur shortly after inserting a new battery. Customer did switch batteries after the initial unexpected restart but it recurred unexpected restart alarm is recurring during normal pump use. The insulin pump will be returned for analysis.